Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm. The blood glucose was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. Troubleshooting determined that, the insulin pump should be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.